Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. Patient reported poor telemetry or no telemetry with recharging. Poor communication. Patient stated the charger for the ins is defective or it is just not working. Patient stated they have tried charging the ins and they are unable to. Patient stated her stimulator is not turning on. Patient stated she is assuming her ins is dead because when she goes to charge it, it is not turning on and she is seeing poor communication screen on her implantable neuro stimulator recharger (insr). Patients last successfully charged device 8 days ago. Patient says her ins usually lasts her 2 weeks. Patient is not able to communicate with another external device. Patient getting poor communication on her patient programmer as well. Patient was re-directed to follow up with hcp for possible over discharge. Additional information was received from the manufacturing representative (rep).it was reported that patient thinks something is wrong with insr. Patient told the rep that the insr screen keeps going on and off. Patient is making connection to the ins. Rep wants a new insr. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the charging issues was unknown as the patient was still waiting on the replacement ins recharger (insr). They stated the replacement was needed before they can do a reset to get the patient out of a possible overdischarge. The rep called back and stated the replacement insr still would not allow the patient to recharge. The clinician programmer would not connect to the ins either. The rep stated the ins was turned sideways in the pocket so an x-ray was recommended to see if the ins was flipped. The rep later confirmed the x-ray showed the ins was not flipped and they were starting a trickle charge. No patient complications were reported as a result of this event.